Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the instrument. There was not damage on the distal end that could have cause the instrument to be stuck on the patient. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the grasping test without issues. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bowel got stuck where the insulated portion (gray area) meets the metal portion of the arm where the mega suturecut needle driver instrument attaches started to act up, then threw an error and stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tissue was released; it was not excised. The procedure was completed robotically. There was no bleeding due to the reported event. There is no concern for this event causing long-term complications to the patient. The patient was discharged in good condition.